Event description:
It was reported that the patient with this tactra malleable penile prothesis experienced pain and penile discomfort. Upon replacement surgery, previous malleable prosthesis was found to be crossed over and the cylinder length was too long. New measurements were taken, and the device was replaced with new prosthesis. No further patient complications were reported.